Event description:
User facility voluntary medwatch rec'd that stated: "3 way stopcock tubing was found to have a "brown, oily" substance in the tube. This was discovered at transfer to a med-surg bed after surgery. Tubing was replaced. Unknown if any of the substance entered the pt before discovery. No complications noted." Upon further query, the following info was provided that indicated particulate was present. After an unspecified length of time in use, the pt noted particulate at the connection of the tubing to the stopcock and notified the nurse. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.